Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked from an unspecified location. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: november 2021. H10: the actual device was not available; however, retained samples were evaluated. The retention samples were visually inspected, no obvious issues or damages were detected. The retention samples were also gravity tested in the laboratory via methylene blue; then leak tested under water; no leak was observed. The retention samples were conforming as per product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.